Event description:
The customer stated that falsely elevated architect troponin-I results of 0.305 and 0.158 ng/ml were generated for a patient sample ((B)(6)) that retested below the cutoff of 0.1 ng/ml multiple times (0.042, 0.035, 0.022, 0.024 and 0.031 ng/ml). No adverse impact to patient management was reported.

Manufacturer narrative:
Field service cleaned the architect i2000sr stat wash station and replaced and calibrated the stat probe. Diagnostic procedure 2055, wash zone valve pressure check, showed valves that were not within specifications. The valves were replaced and the test repeated within specifications. The manifold valves and/or probe on the architect i2000, i2000sr, and i1000sr systems are commonly replaced parts to address fluidics issues. Review of quality metrics identified no non-statistical or adverse trends related to the probe, and part evaluation did not identify any issues requiring further investigation. The issue was resolved by replacing the valves and also the probe. Review of service ticket history did not identify any other issues that may have contributed to the current complaint. Current labeling provides customers and field service troubleshooting assistance for erratic results. Based on the available information, a deficiency of the system was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).